Event description:
A pioneer catheter was inserted in a patient for the endovascular treatment of an occlusion of an sfa. It was reported there was some resistance while advancing the pioneer catheter. The device was removed from the patient and it was noticed that the inner monorail lumen was sticking out of the catheter. The needle was never deployed in the case. No additional clinical sequelae were reported and no injury to the patient.

Manufacturer narrative:
(B)(4). The device was returned and its evaluation has been completed. There was damage to the rx lumen, which was ripped; otherwise, the device was unremarkable. The length of the rx lumen remained attached to the catheter measured 23mm. The rest of the rx lumen was missing and not returned. The needle was within the housing. During evaluation, the needle appeared to function normally when deployed and retracted. The needle extension measured 3mm at 3mm setting, 5mm at 5mm setting and 7mm at 7mm setting. The wire bond continuity test failed with red wire open. The patient vessel morphology is the most likely cause of the deployment difficulties complaint. The needle deployment and retraction performed fine. The catheter deformation (damaged rx lumen) is likely resulted from the pushing of the catheter through the severely stenosed anatomy and/or pulling on the rx wire, but it could not be confirmed.